Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during an in office interrogation, the programmer head slipped. When it was repositioned and re-interrogated a power on reset (por) occurred on the cardiac resynchronization therapy defibrillator (crt-d). The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.